Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited pacing inhibition along with no capture and no sensing. It was reported that patient slipped on ice. Dislodgement was confirmed under fluoroscopy that the rv lead was pulled back. Impedances were noted to be stable. The rv lead was explanted and a new lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there was set screw mark on terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The allegation could not be confirmed and no irregularities noted at tip region of lead that could be contributed to dislodgment.